Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call, the insulin pump was alerting and it stopped working. The display is frozen and it has a constant tone. Customer's blood glucose was 300 mg/dl. Customer was asleep when issue occurred. Troubleshooting was performed and customer was unable to clear constant tone. Customer was advised to remove the batter for two hours and see if alarm clears. Customer called back and stated the device started working. Self-test was performed and the device passed. Customer is not returning the device for analysis.